Event description:
It was reported that the syringe was received with the needle unattached and that the needle was bent.

Manufacturer narrative:
It was reported that the syringe was received with the needle unattached and that the needle was bent. No serious injury or adverse impact to a patient or user was originally reported. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. One (1) box of product in new condition were returned for evaluation. Sample testing confirmed the reported problem/issue and the root cause was determined to be an issue during the manufacturing process. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.